Event description:
It was reported that seven years, six months, and one day post port placement via the right subclavian vein, leakage was allegedly found when a computed tomography examination was performed. It was further reported that the port system was removed and a crack was found on the removed catheter. Reportedly, a computed tomography image revealed that a kink was found on the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. In addition to the returned physical sample, two radiographs of the chest depicting the right subclavian vein-inserted device were provided for review. The radiographs are of poor quality and the catheter integrity cannot be commented on. Computed tomography images allegedly demonstrated the leak are not provided and the photo of the catheter ¿crack¿ was not provided. In visual evaluation, two compound breaks were noted approximately 8.3cm and 9.2cm from the proximal end of the catheter segment. The edges of the first and second compound break on the catheter segment were noted to be uneven and the surface was noted to be round and smooth on both regions. Catheter wear was noted throughout the catheter. Upon infusion, leaks from the compound breaks on the catheter were observed while water exited the distal end. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture, fluid leak and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven years six months and one day post port placement procedure via the right subclavian vein, leakage was allegedly found when CT examination was performed. It was further reported that the port system was removed and a crack was found on the removed catheter. Reportedly, CT image revealed that a kink was found on catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.